Event description:
It was reported that the ivtm coolgard system did not cool the patient. The flow indicator of the start-up kit (suk) was turning. There were no error messages observed on the console. The coolant temperature was warm and the indicator showed max cooling. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The system was evaluated onsite. Probable cause could be damage in the coolant pump due to normal wear and tear (manufacturing date: march 2007). Coolant pump was replaced and the system became functional.